Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
Following use of glideassist to navigate through a tortuous area proximal to the lesion, four treatment passes of a lesion in the mid right coronary artery were performed at low speed using a diamondback coronary orbital atherectomy device (oad). The oad was retracted to the guide catheter and imaging performed, which revealed a large perforation. Long balloon inflations were performed and coils were placed to resolve the perforation. The patient coded, chest compressions were performed and two units of blood were administered. The patient later expired. Per the physician, the cause of the perforation was unknown and the cause of death was the perforation.